Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding a size issue involving a 6.5 cancellous bone screw 35mm was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review of the inspection guide sheet check did not indicate any evidence of a dimensional issue. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient was revised on a left hip. Doctor suggested that the screws were too long. Liner, screws and head were removed and replaced.

Event description:
It was reported that patient was revised on a left hip. Doctor suggested that the screws were too long. Liner, screws and head were removed and replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.